Event description:
It was reported that the customer experienced a high blood glucose (bg) level of over 600 mg/dl, and subsequently went to the emergency room. The cause of the reported issue and additional information was not provided. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.

Manufacturer narrative:
Device not returned.